Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an embryo transfer into the uterus procedure, prior to opening the internal sleeve of the package of the guardia access emryo transfer catheter, a hair was discovered inside the package. The device was not used. Another catheter was used for the procedure. No adverse events have been reported.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, quality control data, and specifications. The customer returned one sealed inner pouch containing a guide catheter for investigation. A visual examination of the sealed package confirms a dark color hair free floating inside the package. Based on the evidence presented by the sample, this event has been contributed to a packaging event. A review of the device history record found there were no non-conformances that may have caused or contributed to this this incident. A search of complaint records revealed this is the only complaint received for the complaint device lot number 8685725. The investigation conclusion is cause traced to manufacturing; quality control deficiency. Retraining of the applicable manufacturing employees has been conducted. Per the quality engineering risk assessment, no further risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.